Manufacturer narrative:
We have now completed our investigation into the reported complaint. The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The device was attached to the diagnostics equipment and this confirmed that the pump had reached its 7 day expiry due to being in use for this period of time. No other errors were detected. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. The 7 day timer is activated as soon as the batteries are inserted.

Event description:
The pico7 pump worked shorter. After 2 days npwt utilizing a brand-new pico7, the treatment was stopped temporarily, the batteries were removed at the time. The treatment was restarted with the same pump and batteries 5 days later, and on the 3rd day after restarted, it was noticed the green ok indicator has not flashed. The pump did not work again when the start button was pushed, and the problem was not solved by exchanging batteries. It is unknown when the pump stopped and if the dressing has been compressed when the issue was found. No patient harm.